Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient wanted better coverage of pain as the pain has changed since his implant. Multiple rpg visits using therapy options (dtm, hd and ld settings). Leads were replaced today to obtain more adequate coverage of the patients pain pattern. Revision was not possible due to scar tissue build up of old leads so was replaced. Issue resolved.